Manufacturer narrative:
The customer reported that the ECG test failed during shift test with an error code of 90009. The customer evaluated the device and replaced the power pca. This resolved the issue.

Event description:
The customer reported that the ECG test failed during shift test with an error code of 90009.